Event description:
Procedure type: vats wedge resection/lobectomy. According to the reporter: the surgical stapling device functioned normally; clamped on tissue; deployed staples; transected tissue. Once the firing sequence was complete, the black knobs could not be pulled back and returned to their original position (i.e. Knife blade could not be retracted). This resulted in the stapler becoming locked on tissue and the device could not be removed. The surgeon introduced another stapler from the contralateral side and proceeded with the wedge resection by applying the stapler on the tissue side and performed the stapling application. A larger wedge resection was necessary to remove the stapler locked on tissue. There was unanticipated tissue loss. There was no unanticipated blood loss of more than 500cc. There was no unanticipated tissue damage. The surgical time was not extended by more than 30 minutes. No reinforcement material used. The patient status was stable.

Manufacturer narrative:
(B)(4).